Event description:
The user facility reported that the distal portion of the guiding sheath became partially separated during removal following an infra-renal aortic stent procedure. Reportedly, radial artery entry was used after a standard femoral approach failed. The lesion was successfully accessed and treated. The initial reporter stated, there was "most likely a spasm in the radial artery," which created resistance and caused the sheath to begin to unravel during removal. A surgeon was called to complete the removal of the sheath when "the pt began to bleed" from the entry site. Follow-up communcation confirmed that a cut down procedure was performed and the sheath was successfully removed. However, the intima of the radial artery was reportedly damaged, which compromised vessel function such that "blood flow to the hand is being maintained by the brachial artery." The initial reporter confirmed the pt condition to be "fine" in 2007.

Manufacturer narrative:
Results/conclusions: is based upon evaluation of user facility info; based upon reserve sample testing. The involved device was not returned for evaluation and the lot number is not known. Therefore, the failure investigation was limited to assessment of info provided by the user facility and evaluation of samples from random lots of the reported product code. Follow-up communication with the user facility confirmed by following: the lesion was accessed and treated from a radial artery entry site using a guidewire, a 6-fr, 90-cm guiding sheath and a symphony stent; the sheath was required to navigate through a 180-degree angle during the removal process; contrary to routine practice in which the sheath is mostly removed while anticoagulants are allowed to take effect, the guide sheath was left fully inserted during this time at the conclusion of the procedure. The technician could not determine if the angle or additional time in the vessel contributed to the difficulties encountered during removal. Visual inspection of reserve samples did not reveal any abnormalities or defects and all samples passed functional testing. Although the cause of the reported event cannot be definitively determined based upon the available info, the event description is consistent with the sheath having been damaged as a result of attempting to withdraw the device against resistance. The device labeling states in the instructions-for-use: "advance or withdraw the sheath slowly. If resistance is met, do not advance or withdraw the sheath until the cause of resistance has been determined." All available info has been placed on file in quality assurance for appropriate tracking, trending, and follow-up.